Event description:
Info rec'd indicates the head hi/low is drifting down very slowly.

Manufacturer narrative:
The accounts engineer isolated the issue to the s10 valve. He replaced the valve to repair the bed.